Event description:
It was reported that during a laparoscopic gastric bypass, surgeon fired a blue reload on bowel and the handles would not open; when the button was pushed, the device still would not open. The device was stuck on the gastric tissue and had to be pried open. The device was removed from the field. Another device was used to complete the case. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Knife the ec60 device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed, causing the device to lock out. The returned cartridge reload was tested for functionality with a test reload. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.a batch record review was performed and no anomalies were found during the manufacturing process.